Manufacturer narrative:
The cerelink icp extension cable was returned for evaluation. DHR review all integra lots under supplier lot 20103007 conformed to the specifications when released to stock. Failure analysis :the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment, no defect was noted. The cable was electrically tested, no abnormal discontinuity and no abnormal short circuit was measured. The cable meets the specifications. No root cause could be determined as the technician could not confirm any problem with the cable at the time of investigation. The possible root cause for the problem reported by the customer could be due to an inappropriate technique for assembly and use of the device.

Event description:
A facility reported a patient was moved and cerelink was disconnected during move. When the cerelink was reconnected to the sensor it showed a negative icp and an error message ¿sensor or extension cable failure. Sales representative replaced the extension cable and was able to reestablish a reading. No patient injury reported.